Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep programmed around the high impedances. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there was a no device found screen on the controller. The manufacturer representative held the controller closer to the ins and reset the controller and the issue did not resolve. It was reported that the patient was having pain since implant and was unable to turn stimulation on and were seeing a ¿settings not available¿ screen. The patient reported that their left side hurts more than the right. The patient reported that there is ¿bubbling¿ behind the ins that started the day after implant. It was reported that the patient was able to increase intensity on group a, but not on group b. After further clarification, it was reported that there was a settings not available screen for programs a1 and a2, but not programs b1 and b2. The following impedance measurements were reported: a1 using 6+, 7- a2 using 8+, 9- impedance check with reference 0 electrodes 8, 9, 14: 700-800 ohms. Electrodes 10, 11, 12, 13, 15: greater than 27,000 ohms impedance check with reference 8 all greater than 29,000 ohms impedance check with reference 9 electrodes 14 and 15: 500-600 ohms. All other electrodes: greater than 26,000 ohms no further complications are anticipated.